Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by animas on (B)(4) 2014 with the following findings: no power issues were recorded in the device¿s black box or history. When the pump was powered up it had normal audio and vibratory functions. However the display screen was blank. Upon investigation, the display was found to be cracked in multiple places. The damaged display was replaced with a test display which functioned normally. Additional testing could not be completed due to the damaged display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the pump had no power. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).